Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 8 unspecified bd introsyte¿ introducer's sheaths did not split as intended, resulting in unspecified medical intervention. Additionally, 8 patients experienced infections after the introducers were used on them, requiring unexpected medical intervention. No further information was provided. The following information was provided by the initial reporter: "infection (within 24-48 hours after insertion of the introducer) - 2 incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2." "It was reported that... Incorrect/incomplete splitting & infection (within 24-48 hours after insertion of the introducer) resulted in patient or clinician injury that required medical or surgical intervention when using the bd introsyte¿ introducers." "Infection (within 24-48 hours after insertion of the introducer) ¿ 2 incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2." "It was reported that... Infection (within 24-48 hours after insertion of the introducer) & incorrect/incomplete splitting resulting in patient or clinician injury that required medical or surgical intervention when using the bd introsyte¿ introducers to facilitate the placement of indwelling central venous catheters." "Infection (within 24-48 hours after insertion of the introducer) ¿ 2 incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2." "It was reported that... Infection (within 24-48 hours after insertion of the introducer) & incorrect/incomplete splitting resulted in patient or clinician injury that required medical or surgical intervention that... Patients have encountered when using the bd introsyte¿ introducers to facilitate the placement of midline." "Infection (within 24-48 hours after insertion of the introducer) ¿ 2. Incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2." "It was reported that... Infection (within 24-48 hours after insertion of the introducer) & incorrect/incomplete splitting resulted in patient or clinician injury that required medical or surgical intervention that... Patients have encountered when using the bd introsyte¿ introducers to facilitate the placement of guidewires."

Manufacturer narrative:
The following fields were updated due to corrections: b.1. Adverse type: product problem. B.5. Describe event or problem: it was reported that 8 unspecified bd introsyte¿ introducer's sheaths did not split as intended. No further information was provided. The following information was provided by the initial reporter: "incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2". "Incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2". "Incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2". "Incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2" b.6. Relevant tests/laboratory data: none reported. H.1. Type of reportable events: malfunction. H.2. No. Of events summarized: 8. H.6. Imdrf annex e grid: e2401. H.6. Imdrf annex f grid: f24. H.6. Imdrf annex a grid: a0401.

Event description:
It was reported that 8 unspecified bd introsyte¿ introducer's sheaths did not split as intended. No further information was provided. The following information was provided by the initial reporter: "incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2". "Incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2". "Incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2". "Incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer - 2".